Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the medfusion pump exhibited a repeat primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device available for evaluation: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seals missing and a non-OEM (original equipment manufactured) top case present. There was also damage to both front corners of top case and crack on right plunger case. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was not duplicated at power up. The investigation was unable to determine the intermittent of the error. The reported problem was not confirmed, and the cause was undetermined as no physical or any other damaged was found on speaker. For corrective/preventative action the speaker was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.